Manufacturer narrative:
B3: day of event is unknown. Device evaluation: one box containing 23 unopened packages and two opened unsealed packages was returned for evaluation. Samples were visually inspected and it was found that the tyvek portion was not adhered to the poly package thus complaint confirmation. In process, defective packages are rejected into a reprocessing bin. The complete packages are printed and sealed and then loaded from the conveyor by an automated packaging robot into the shelf boxes. The shelf boxes are visually checked for presence of components and other visible defects, labeled and packaged into shippers. Additionally, the reprocessing bin is used to sort the rejected/dropped by the packaging robot packages and the acceptable packages are directly loaded by hand into shelf boxes, located on the digital scale. The scale is used to verify the box count. Discussion with a line tech operators found that the source of the problem under evaluation may potentially be associated with the practice to manually load shelf boxes from the reprocessing bin, where incomplete packages can be loaded into the shelf box by error. The digital scale is not capable of detecting opened packages, relying on proper diligence during human visual inspection. This issue has a low occurrence rate and does not pose any harm to the patient or caregiver; however, a quality alert has been issued to production to heighten awareness towards this potential issue. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly. DHR review found no discrepancies or anomalies relevant to the complaint. In process, the product was inspected for "open sterile package (compromised by puncture, abrasions resulting in a hole, tear, bad seal, folds or creases in seal, caught parts, etc)" and no nonconformities were noted.

Event description:
It was reported that the packaging is defective (package not sealed). This occurred before patient use, no patient harm/adverse event reported.